Manufacturer narrative:
Retainer: black. Customer returned the insulin pump for alleged critical pump error (open book image) alarm and blank display found on (B)(6) 2021. Device displayed a flashing medtronic logo after battery installation. No blank display noted. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test, download the trace/history files using thump, or verify critical pump error (open book image) alarm due to flashing display anomaly. Device was cut open to perform visual inspection. No damage or moisture damage was found on the electronic assembly (electrical board 1 and electrical board 2), the motor, and force sensor. Flashing medtronic logo after power on fault is isolated to the electronic assembly (electrical board 1 and electrical board 2). The force sensor zero offset is within specification (24.0 mv) and a test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Blank display is not confirmed. Flashing medtronic logo after power on, fault is isolated to the electronic assembly (electrical board 1 and electrical board 2). Device failed to download history files and traces due to a hardware error. Critical pump error (open book image) alarm is unknown due to flashing medtronic logo. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image error alarm and pump error alarm. Customer stated that insulin pump stop working and they received pump error alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.